Event description:
The user reported that one of the inputs did not work. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully and there were no adverse consequences to the pt as a result of this event.